Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range and a cartridge alarm (alarm 05) occurred. Customer's blood glucose level ranged between 370-386 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.